Manufacturer narrative:
. E3: occupation: interventional cardiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: when attempting to draw back the angio-seal device for deployment, the foot plate remained within the delivery sheath. The entire device including housed foot plate came out. Blood loss was less than 250cc. The procedure performed was a coronary angiography. Additional information was received on (B)(6) 2026: a 6 french 12 cm procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 02mar2026, the sample has not been returned for investigation. The complaint will be completed with all available information. Should the sample be returned in the future, the complaint will be reopened and updated. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.